Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation with mentor siltex round moderate profile 350cc saline breast implants which the right side deflated after implantation. The issue was diagnosed during the physical examination. As a result, patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3505430bc, 7604406-003, and right replaced with catalog number 3505430bc, serial number (B)(4) on (B)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. Yellow, red, and brown material were observed within the device. White material was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed an area of separated material on the anterior view measuring 6.5 by 7.0 cm. Microscopic examination of the separated material edges gave no indication as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the separated material occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since an area of separated material was found on the device. Nonetheless, a microscopic examination of the separated material edges was performed, and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the yellow, red, brown, and white material observed. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).